Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons are not working) has been confirmed. Upon receipt, the rear response button was unplugged and the front response button cable was damaged. The cause for the nonfunctional response buttons was the unplugged rear response button and the damaged front response button cable. The root cause for the defective response buttons cannot be positively determined. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.